Manufacturer narrative:
Concomitant medical products: product ID: m450001b018, software version: (B)(4). A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the non-medtronic scanner connected to the wrong folder. The issue was resolved by selecting the correct folder. The procedure was completed and there was no reported impact to patient outcome. There was no reported surgical delay. The manufacturer representative noted the following as their workflow when connecting to the non-medtronic scanner: open new session, open visualase data transfer (vdt), have the magnetic resonance imaging (MRI) tech start the scan, connect and/or refresh the vdt until the temperature map (tmap) images came over, and attempt to automatically connect. The representative noted that the connection failure occurred less frequently when the following workflow was completed: if it failed to connect, the representative disconnected but left the session open, the representative would bring up vdt and select the tmap dataset to see the pathway at the bottom of vdt, the representative would erase the second half of the incorrect path, manually type in the rest of the correct path from vdt, press enter, and run manual.